Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise that was oversensed triggering pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.